Manufacturer narrative:
(B)(4) date sent 7/11/2025 d4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: 1.. Did the device staple, yes 2. If yes, was the staple line complete (fully circular) no 3. Was the breakaway washer completely cut, yes 4. Were there two complete tissue donuts, no 5. Was it a partial cut, no 6. If so, what was cut partially, washer or tissue, no 7. If yes/no, was there any issue with the cut, no 8. Was the device locked on tissue with the anvil closed , yes 9. If yes, what steps were taken to open the anvil , by rotating the knob counterclockwise as stated in the IFU. 10. Did the surgeon turn the rotation knob full revolutions as stated in the IFU , yes 11. If the anvil could not be opened, how was the device removed , by dismantling the entire anastomosis and removing the attached stapler. 12. Was the device not able to be removed and subsequently the tissue was cut , yes 13. Can you please clarify the reason the anastomosis had to be repeated , yes, since the device couldn¿t be removed after the firing, the anastomosis was performed with another stapler. 14. Could you please clarify if there were any patient consequences, no 15. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event , unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a low anterior resection the cdh29b got stuck after firing and has to redo the entire anastomosis. The surgery was delayed 30 minutes.

Manufacturer narrative:
(B)(4). Date sent 8/7/2025. D4 batch #154d92. Corrected data d4: UDI#. Investigation summary- the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the cdh33b device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although the cause of the reported incident could not be determined, proper use of the proximate ils circular staplers is important to ensure functionality. For more information, please refer to the instructions for use. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 154d92, and no non-conformances were identified.